Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was interrogated on (B)(6) 2010 and it was noted to have an elective replacement indicator (eri) on (B)(6) 2010. The device was interrogated again in (B)(6) and the timestamp for eri was (B)(6) 2010. It was reported that the device was explanted. No patient complications have been reported as a result of this event.